Event description:
Vent alarmed with sound of turning vent off. Rrt responded immediately and noted vent has powered off. Began bagging pt with no change in spo2. Called for replacement vent and vents exchanged vent red tagged and taken to maintenance.